Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and ECG stress testing with test pads with no discrepances found. The device was recertified and returned to the customer. Review of the device log shows the device was not in the correct view to display the ECG rhythm that was obtained using pads. After the ECG view was changed to pads view, the device display an ECG rhythm via pads as expected. The device performed as designed and configured. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.